Event description:
Information was received that reported a patient was hospitalized in 2006 due to hypoglycemia. The device will be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.